Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a bent stylet is confirmed; however, the exact cause is unknown. One photograph of a 3cg stylet was returned for evaluation. An initial visual observation of the photograph showed a bent 3cg stylet and kinked. The distal tip of the stylet could not be seen in the returned photograph. Use residue was observed on the sample in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, "the wire bent during PICC placement. Looks to be slightly hanging on/worry of detachment. No current patient effect. I believe it is customer misuse perhaps jamming line and pushing through resistance." Additional information provided 3/20/2024: it was reported, unable to advance PICC line. When there's resistance, my practice removes wire. When I did I noted wire was bent and falling apart.

Manufacturer narrative:
H11: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, "the wire bent during PICC placement. Looks to be slightly hanging on/worry of detachment. No current patient effect. I believe it is customer misuse perhaps jamming line and pushing through resistance." Additional information provided 3/20/2024: it was reported, unable to advance PICC line. When there's resistance, my practice removes wire. When I did I noted wire was bent and falling apart.